Event description:
It was reported that during a gastric sleeve procedure the staple lines of the 5th and 6th firings showed an unproper staple information. The staple line was not uniform, but instead the staples clustered up. The reload was properly replaced, but upon inspection, they did not fire completely. The surgeon requested a new instrument and had to sew over the stapled line. There was no adverse patient consequence.